Event description:
It was reported that the atrial lead has dislodged twice and has been repositioned both times. Once again the lead has dislodged and the lead will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, ananlyzed, and no anomalies found. However, there was blood in/on the helix/lobe mechanism, and there was tissue present on helix.